Event description:
On the event date, it was reported to boston scientific corporation that a prolieve thermodilatation system (refurbished) was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, the rectal temperature monitor (rtm) temperature was reading zero. The physician aborted the procedure. The rtm functioned with no issues on another prolieve thermodilatation system. No patient complications were reported. Please note that the incident occurred at the office.

Manufacturer narrative:
The device has not been received by the manufacturer. An evaluation has not be performed; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.